Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. The customer's reported problem of no image was not able to be duplicated, however it was found that the image was purple. The device evaluation found that the video cable was broken which caused the image to be purple. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The root cause of the defective video cable cannot conclusively be determined. However, the colored image defect is a known problem and based on previous investigations, the following are potential causes: cable pins of odu (video) connector are too small for shield cables. Sealing compound within video connector does not seal the soldering joints and bare cable contacts completely against steam. Manufacturing jig not fully suitable for soldering process. Soldering process is not up to date. New guidelines and the manufacturing process for soldering process between joints and video connector have been updated and improved. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the rigid scope had no image. The issue was found during preparation for use for an unspecified procedure. Inspection and testing of the returned device found colored images. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.